Event description:
(B)(6) 2021, staples of two consecutive removers were found jamming during using on the patient. The doctor said it was probably due to the thin skin layer at the suture site.

Manufacturer narrative:
(B)(6). Per DHR the product visistat 35w 6/box lot # 73d2100944 was manufactured on 04/30/2021 a total of (B)(4) pieces. Lot was released on 05/21/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appeared misaligned and the trigger was partially engaged. The stapler was returned with 33 staples left in the cover block, indicating that at least 2 staples were fired by the end user. The sample appears used as there was biological material present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
(B)(6) 2021, staples of two consecutive removers were found jamming during using on the patient. The doctor said it was probably due to the thin skin layer at the suture site.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.